Event description:
Patient's blood glucose was elevated (321 mg/dl) and observed crack where the tubing and luer lock come together. Caller indicated that the previous week she observed a crack in a different infusion set and patient's blood glucose was 297 mg/dl. Caller indicated that she did not observe leaking insulin. Caller indicated that patient did have some discomfort during the insertion. Caller indicated indicated that she believed she needed to insert the device with more of an angle. Caller indicated that patient had been more active during the previous two days. Caller did not indicate that patient required medical attention.